Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an intermittent image was displayed because a communication failure occurred due to faulty (non-olympus) cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor the field performance of this device.

Event description:
Olympus customer care was informed by the sterile processing technician at the user facility that the high definition camera head reportedly had ¿no image¿ that was first observed during an unspecified event. The camera head was returned for service. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to the service center. The evaluation confirmed the customer¿s reported issue as the device has no image due to a defective cable unit. The cable unit was noted to be from thirty-party repair/parts. The device was purchased in november 2014 with no previous service/repairs. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.